Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated after second prime. The needle mechanism assembly showed no damages or deficiencies that would contribute to the needle not deploying by the end of second prime. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle did not deploy event could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to tears in the exposed soft cannula. These tears resulted in a leak. The exact time and cause for the soft cannula damage could not be determined.